Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced two hernias located in the small intestine coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernias was unknown, further described by the patient's caregiver as possibly due to the patient lifting solution bags, however, this was not verified. On the same date as hernia diagnosis, the patient was hospitalized to undergo hernia repair surgery. It was reported by the caregiver that the hernias were not worsened by peritoneal dialysis (pd) therapy. One week after being diagnosed with the hernias, the patient underwent surgery to repair the two hernias. Subsequently on an unknown date, the patient was discharged from the hospital and is currently in a rehabilitation facility. No further information was provided regarding the patient's outcome from the hernias. It was not reported if apd therapy was ongoing. No additional information is available.